Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device malfunctioned and noticed an incomplete seal cycle error. The issue happened during a therapeutic hysterectomy. The procedure was completed using a similar device. There was no report of patient harm.